Event description:
It was reported that pump issued cartridge alarm 20 and customer had experienced similar cartridge alarms with same pump in past. There was no adverse impact to the customer's blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support arranged a replacement pump under warranty, confirmed shipping details, provided instructions for placing pump into storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump; customer later called to ask about shipment tracking and was informed pump was scheduled for overnight shipping, which customer understood with no further action needed.